Manufacturer narrative:
Concomitant medical products - model: dtba1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed rising and high impedance. A "lead failure" was indicated and the lead was extracted and replaced. No patient complications have been reported as a result of this event.